Event description:
It was reported that a tube set error occurred. It was noted that the pump was past end of service (eos). It was reported that the patient no longer wanted therapy and that it wasn¿t helping with the patient¿s pain as much as they were hoping so the patient is going to oral (po) medications. It was noted that the patient was doing well event though pump is at eos. It was reported that eos date was (B)(6) 2014. It was reported that the pump was to be explanted. The drug contained in the pump at the time of event was unknown.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).